Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2006: pt #1: inratio: 1.7, lab: 6.0. Pt #2: inratio: 2.0, lab: 5.0. Customer will return their meter and 6 loose strips. L2 issued 1 meter replacement and 1 box of 12 strips. Nia, please send 1 meter, 1 box of 12 strips and hs-rga kit 2 overnight free of charge.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: pt #1: date: 2008, inratio: 1.7, lab: 6.0, mean 3.85, confidence limits: 2.3-5.7. Pt #2: date: 2008, inratio: 2.0, lab: 5.0, mean 3.5, confidence limits: 2.0-5.0. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For pt #2, both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Pt #1, both inratio and lab values are outside the confidence limits for inr testing. Per text "pt coumadin was held are in stable condition". This is adverse event case. Products will be tested when returned.